Manufacturer narrative:
Event dates estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient effects referenced will be filed under a separate medwatch report #. Article attachment: title: possible mechanical causes of scaffold thrombosis: insights from case reports with intracoronary imaging.

Event description:
It was reported through a research article identifying unspecified absorb that may be related to the following: patient thrombosis, and malposition. This article summarizes clinical outcomes of 10319 patients that were treated with unspecified absorb stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "possible mechanical causes of scaffold thrombosis: insights from case reports with intracoronary imaging."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [e-21664 article cn-026451.pdf].

Manufacturer narrative:
B3, d6: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effects referenced in b5 will be filed under a separate medwatch report #. The UDI # could not be provided because the part and lot #s were unknown. Article attachment: title: possible mechanical causes of scaffold thrombosis: insights from case reports with intracoronary imagingna.